Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the oxygen sensor would not calibrate even after multiple attempts. The perfusionist tried to reset the hours, but still unsuccessful. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded. The field service rep (fsr) replaced the oxygen sensor cartridge and verified the unit operated specifications. The fsr will return suspect part and system logs to manufacturer for further investigation.